Event description:
The following was reported to hamilton medical ag: - the pfilter self-test failed during start-up. - this malfunction was noticed when the ventilator device was in repair. - the alarms were observable both visually and through hearing. Technical event 232035 (pfilter selftest failed). - this malfunction was reproducible. - there is no patient involvement reported. Log files were not provided to hamilton. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the pfilter self-test failed during start-up. - this malfunction was noticed when the ventilator device was in repair. - the alarms were observable both visually and through hearing. Technical event 232035 (pfilter selftest failed). - this malfunction was reproducible. - there is no patient involvement reported. Log files were not provided to hamilton. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.